Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2007 the patient presented with preoperative diagnosis of l5-s1 degenerative disc disease. The patient underwent following procedure: 1.l5-s1 anterior cage instrumentation. 2.l5-s1 anterior lumbar fusion. 3.use of bone morphogenic protein bone graft. Per-op notes: the disc space was sized. A 14 mm double barreled device was packed in place. Drilling was performed down to 26mm and then two peek 14 mm x 20 mm cages were screwed into the appropriate position. Infused bmp kit appropriately prepared on the back table was obtained and the sponges placed within and in between the cages and anterior to the cages. Final lateral x-ray confirmed the appropriate position of the spine and implants at l5-s1 (B)(6) 2012 the patient underwent MRI of lumbar spine without and with contrast due to low back pain and lumbar radiculopathy. Impression: postop lumbar spine with multilevel spondylitic changes. Postoperative changes at the l5-s1 level with interbody cages present. There is an element of osseous fusion at l5 and s1, as well. Spinal alignment normal. Vertebral body height well maintained. There are some degenerative changes with osteophyte formation. (B)(6) 2012 the patient underwent sensory and motor nerve conduction studies of upper and lower extremities revealed multiple abnormalities interpretation: 1. Bilateral carpal tunnel syndrome, mild on the left side and moderate on the right. 2. Possible mild diffuse distal sensorimotor polyneuropathy, based on low normal sensory amplitudes and abnormal peroneal motor response which could reflect previous left peroneal nerve injury, l5 radiculopathy, or asymmetry associated with a diabetic neuropathy.